Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that when using the ar-9233 pegged glenoid broach the cylinder plate on the back of the handle where the mallet makes contact broke off. This was discovered in use during the broaching step for the vaultlock implant in a shoulder procedure on (B)(6) 2022. Broaching was still complete, and no further impaction was necessary.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9233, batch 051614 was received for investigation. The visual inspection identified weld failure between the anvil and broach, and wear and tear on the overall device. The cause is likely due to repeated use over time.